Event description:
Reporting rationale: serious injury-medical intervention/permanent damage. Reporting status: guide wire separation and dissection, requiring medical intervention. Device issue: guide wire tip separation. It was reported that the bmw guide wire became trapped in the side branch when the 2.5 x 15 mm xience v stent was implanted. Tough maneuvers were needed to remove the guide wire and a dissection occurred. To remove the guide wire, it had to be broken. The distal portion of the guide wire remains in the pt. A 3.0 x 18mm xience v stent was implanted, compressing the separated tip to the vessel wall and sealing the dissection . No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident info but the device was not returned for analysis. Similar reports regarding guide wire tip breaking on returned devices typically shows that guide wire tip fracture may happen when the core or shaping ribbon is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. A guide wire being over pulled or over torqued would required the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. In this situation, the guide wire tip was reported to be trapped within a stent in a side branch vessel and "it had to be broken to take it (the wire) out." There are no details about how the guide wire was retrieved other than it required "tough maneuvers" but during removal, there was a dissection. It is unk if the guide wire condition caused or contributed to the dissection or if another device may have caused the dissection. Specific guide wire quality issue was reported. The cause of the fracture therefore, appears to be from case conditions. The cause of the dissection could not be determined.